Event description:
It was reported that, the surgeon inserted an aa4203tl toric silicone plate lens and the lens tore. The lens was cut in pieces and the incision was enlarged to remove the lens. A sutures was required to close the incision. The reporter stated, the cause of the torn lens was due to loading.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.